Manufacturer narrative:
E1: facility full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the sonicbeat 5 mm, 35 cm, front-actuated grip exhibited the tissue pad was peeling. The issue occurred during a therapeutic laparoscopic cholecystectomy procedure. The intended procedure was complete with another similar device. There were no reports of patients¿ harm.

Manufacturer narrative:
Updated fields: b5, e1, h2, h3, h6 corrected field: d5, d7a, d10 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the malfunction was likely caused by the grasping section being closed without grasping anything while the output was activated (including after tissue resection), which resulted in intense wear of the tissue pad. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.